Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The getinge field service engineer (fse) reported that the display was replaced to resolve the issue. The unit passed all functional and safety checks to factory specification.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 initial reporter (B)(6). Updated fields - b4, g3, g6, h2, h11. Corrected field - e1.

Event description:
N/a.

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit had line through screen. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.